Event description:
Adverse event: red eye, toxic reaction, keratitis, diffuse, corneal edema, location unknown, temporary decrease in visual acuity. A consumer reported her eyesight became "worse" after three months of using this product. She stated she visited an optometrist who informed her that her corneas were full of "pock marks" and looked like someone had thrown a handful of sand in them. She reported she was prescribed over-the-counter artificial tears, which she has discontinued use of. The consumer stated her vision has since improved, her eyes feel better, and she believes she was corrected to "20/20" during a recent follow-up visit to the optometrist. She reported she was refit with acuvue oasys contact lenses and switched to a hydrogen peroxide contact lens care product. The consumer's optometrist reported her patient experienced a "toxic reaction" after using this product. She stated the patient presented with red eyes and corneal edema, which caused a decrease in vision from 20/20 to 20/70. She reported she diagnosed the patient with diffuse keratitis secondary to reaction to the multipurpose solution. The optometrist stated she instructed the patient to discontinue her use of this product and contact lenses for a month. She reported she saw the patient in a recent follow-up and her event had completely resolved. She stated the patient's vision is now 20/20 and there are no corneal scars. She affirmed she switched the patient to a hydrogen peroxide contact lens care product.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via mail on 02/01/2010 and 02/19/2010, via fax on 02/26/2010, and via phone on 02/19/2010, 02/25/2010 and 02/26/201. A completed questionnaire was received from the optometrist. (B) (4). (B) (4).